Event description:
It was reported that a guide catheter was difficult to remove. The target lesion was located in the mildly tortuous and non calcified aorta & left ventricle. A 6f expo guide catheter was used during a diagnostic procedure. The physician attempted to position the catheter but the pigtail got kinked and was difficult to remove. He used an unspecified wire to remove the catheter and the catheter was successfully withdrawn. A non bsc pigtail catheter was used to complete the procedure. No patient complication was reported and patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).